Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. Oversensing of noise resulted in pacing inhibition of greater than two seconds. Additional information has been requested but not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing. Oversensing of noise resulted in pacing inhibition of greater than two seconds. Additional information provided isometrics were completed and noise was reproduced. Noise was determined to be diaphragmic. Reprogramming was completed and a defibrillation threshold (dft) test was completed. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.